Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with corneal abrasion of the left eye at lasik one day post-operative visit. At visit pt complained of pain, discomfort, blurry vision, and difficulty opening eye. Additional info has been requested.